Manufacturer narrative:
Two opened knife samples were received, one in a blister without tip protection and one seated correctly in the blade protector tray for the report of blunt knives. The returned samples were visually inspected and were found to be nonconforming with damaged cutting edges and a damaged tip. Penetration testing could not be performed due to the damaged condition of the samples. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the lot for the reported issue. Photos attached to the parent complaint were reviewed by the manufacturing site. Both photos show two knives within blisters that have lidstocks taped wrapped around the blisters. The product lot number was confirmed from the photo. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edges and damaged tip exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that multiple knives were noted to be blunt prior to performing cataract surgery. There was no contact with the patient therefore, there was no patient impact associated with this event. Additional information received clarified that alternate knives were obtained and the procedure was performed and completed.